Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. No additional complaints have been reported for this lot. No samples were returned for evaluation. If samples become available at a later time, the devices will be reviewed and tested, and the results will be included in the file. A revised response letter will be forwarded to you at that time. Photos of the surgical site were provided for review. A clear analysis of the device within the incision could not be performed as the photos become distorted when magnified. Sterile devices were available in stock. The devices were visually reviewed. No defects or abnormalities were observed. The devices were pull tested and met all specifications including the usp pull strength requirements for 3-0 pdo material. Pdo suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and met all current criteria. The ¿adverse reactions¿ section in the IFU for this device states, ¿adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions occurs and transitory local infection at the wound site.¿ adverse events including wound dehiscence and reactions/rashes are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. Past reactions to suture material or medications. The placement of the suture, over-tightening of the material. The ¿warning¿ section in the IFU for the device states, ¿as this is an absorbable suture material, the use of supplemental nonabsorbable sutures should be considered by the surgeon in the closure of the sites which may undergo expansion, stretching or distention or which may require additional support.¿ without receiving magnified photos of the surgical site for review, or receiving detailed information regarding the procedure performed, placement of the suture in the tissue, surgeon¿s technique, patient¿s health history including past reactions to suture material, quality of the surrounding tissue, post-op instructions and/or events that may have occurred; contributed to the event, a definitive root cause for the reported event cannot be confirmed with certainty.

Event description:
On (B)(6) 2022 - dr (B)(6), a leading bariatric surgeon from (B)(6) hospital, ahmedabad, gujarat was shifted from vloc to quill and started using vlp2043 in rygb bariatric procedure for the closure of otomoy of gastrojejunostomy and jejunojejunostomy. Patient was having fever and there was high drainage at second day of procedure. On (B)(6) 2022 - dr (B)(6) has re- operated the patient on second day to check the issue and he found there was complete breakdown of quill suture at gastrojejunostomy closure and it was opened. Surgeon has stopped using our product.